Manufacturer narrative:
MDR 1020279-2012-00225 was filed in error. Please disregard.

Event description:
It was reported that the product did not harden in a timely manner thus extending surgery time 30-60 minutes.